Manufacturer narrative:
An event of difficulty advancing the occluder in the delivery system and it feeling like a smaller size was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment, to confirm the size and function of the delivery system, could not be performed as the device was not returned for analysis. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that (B)(6) 2023, a 16mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio intravascular delivery system. During procedure, the physician experienced lot of difficulty in progressing the prosthesis within the delivery system. A new 8f amplatzer trevisio intravascular delivery system was chosen. The 16mm occluder successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no significant delay during the procedure. The patient was reported stable and without complications, recovering normally after the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficulty advancing the occluder in the delivery system and it feeling like a smaller size was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment, to confirm the size and function of the delivery system, could not be performed as the device was not returned for analysis. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.